Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was further reported that patient had no further device or therapy concerns.

Event description:
It was reported that the recharger screen was unresponsive. The patient reportedly was able to get charging with the help of a manufacturer representative. The patient then walked away from their recharger and lost connection. The patient tried to restart the charge but the recharger screen froze. It was noted that a hard reset was attempted but it did not change the frozen screen. It was later reported that the screen was frozen and would not reset. It was noted that it appeared to have occurred through product use and there was no indication of patient harm. It was later reported that there was a communication problem. It was noted that the patient programmer was not connecting with the implantable neurostimulator (ins). The patient reportedly felt stimulation at the time of the report and had recharged 3 to 4 days prior to the date of the report. An antenna locate feature was performed and resulted in a power on reset (por) being displayed on the recharger which then lead to the normal recharging screen. It was noted that the implant was acting like it was in overdischarge. It was also noted that the patient had always had trouble getting enough coupling since they were implanted.